Manufacturer narrative:
The lead was ultimately explanted and returned for analysis. Visual observation noted the lead was severed 290 mm from the bifurcated terminal pin and only the proximal section was returned. Two set screw marks were noted on all terminals. Dried blood/body fluid was present in the lumens. All three legs of the terminal end showed signs of surface abrasion. The lead portion returned did pass electrical integrity testing. However, an abrasion through the trilumen insulation to the rs- conductor coil 205-210 mm from the terminal pin was noted. There was one concave groove through to the rs- lumen. The morphology of the insulation breach was indicative of a lead-on-can contact. In conclusion, the allegation of noise could not be confirmed by analysis. However, the insulation breach present could have resulted in noise.

Event description:
Boston scientific received information that a non-boston scientific device detected noise on this ventricular lead. No adverse patient effects were reported.